Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with server. A technical support specialist successfully dialed into the station and deployed the remote support service packages. However, the station screen was blacked out, so the station was rebooted. The tss followed the knowledge article (medstation es retry mode insert into adt.patientid), and a station database backup was completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating with the server. No error or warning messages were displayed on the device. A review on the es server confirmed that no data had been received from the device, while the device itself showed that transactions had been occurring. There were no delay or adverse events or injuries reported based on this event.